Event description:
It was reported that there was a "possible" infection at the pocket site, which started on (B)(6) 2012. It was noted that there was a "possible" seroma. The patient reportedly went to the emergency room the following day, but an infection was not confirmed at the time of the report. It was later reported that the seroma was "much better" and there were no signs of infection. It was noted that drainage did not occur. The patient reportedly took "another round" of antibiotics. No other interventions were done. The patient was receiving stimulation and was healing "well."

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4). (B)(4).